Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio inr: 1.9; lab inr: 2.1. Caller reported discrepant result from a field nurse. Initially she had said inratio inr=1.2, but upon further review it was inr=1.9. The supervisor (B)(6) was less concerned with that difference.

Manufacturer narrative:
Investigation pending.